Event description:
A carotid angioplasty plus carotid stenting was being performed. The carotid wallstent was successfully implanted. When the filterwire was being withdrawn, a thrombus caused a complication. It is not known if it was a thrombus that had been captured by the filter. During release of the carotid wallstent, the patient presented a complete neurologic defect with right facial-brachial-crural hemiplegia, which diminished after 6 hours. Right arm paresis was observed post procedure.